Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted stretched coils on the shocking coil proximal end and bunched coils on the distal end - consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. This supplemental report is being filled to include additional information that the device had been subsequently de-activated. No additional adverse events were reported. It was reported that this patient has received multiple inappropriate shocks due to oversensing of myopotentials while exercising. Sensing vectors were evaluated and the artifacts were reproducible while the patient was doing push ups. The system was initially reprogrammed to secondary sensing vectors. The patient then received additional inappropriate shocks in this sensing vector. The physician is exploring other options but the system is still currently in service. No additional adverse events were reported.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. This supplemental report is being filled to include additional information that the device had been subsequently de-activated. No additional adverse events were reported. It was reported that this patient has received multiple inappropriate shocks due to oversensing of myopotentials while exercising. Sensing vectors were evaluated and the artifacts were reproducible while the patient was doing push ups. The system was initially reprogrammed to secondary sensing vectors. The patient then received additional inappropriate shocks in this sensing vector. The physician is exploring other options but the system is still currently in service. No additional adverse events were reported.

Manufacturer narrative:
This record was populated for additional information regarding the system was de-activated.

Event description:
This supplemental report is being filled to include additional information that the device had been subsequently de-activated. No additional adverse events were reported.

Event description:
It was reported that this patient has received multiple inappropriate shocks due to oversensing of myopotentials while exercising. Sensing vectors were evaluated and the artifacts were reproducible while the patient was doing push ups. The system was initially reprogrammed to secondary sensing vectors. The patient then received additional inappropriate shocks in this sensing vector. The physician is exploring other options but the system is still currently in service. No additional adverse events were reported.